Manufacturer narrative:
The customer stated there have been no further issues. They are using a new lot number of collection tubes.

Manufacturer narrative:
A specific root cause was not identified. No system issues were identified by the fse.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results between serum and plasma samples for 1 patient tested for ise indirect k for gen.2 on a cobas 6000 c (501) module. On (B)(6) 2017 a serum and plasma sample were collected from the patient at the same time. The k result from the serum sample was 6.64 mmol/l with a data flag. The sample was repeated on the same analyzer and the result was 6.69 mmol/l with a data flag. The serum sample was then repeated twice on a different c501 module and the k results were 6.61 mmol/l with a data flag and 6.71 mmol/l. A result of 6.6 mmol/l was reported outside of the laboratory where a doctor questioned the result. On (B)(6) 2017 a new serum and plasma sample were collected at the same time. The k result from the serum sample was 5.99 mmol/l. The result from the plasma sample was 4.85 mmol/l. Each sample was repeated on the same c 501 module and the result from the serum sample was 6.05 mmol/l with a data flag and the result from the plasma sample was 4.83 mmol/l. The repeat results from the plasma samples were believed to be correct and a result of 4.9 mmol/l was reported outside of the laboratory. No adverse event occurred. The k electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site. The customer thinks the issue is due to a particular lot of tubes. The fse checked the system and it was found to be operational.